Event description:
Using a bard magic 3 16" catheter and following the instructions, furnished by bard I inserted the catheter "until urine flows" but never got any flow after insertion to depth that may have damaged my bladder. Upon removing the catheter, I discovered a mfg defect resulting in an absence of holes in the end of the product. I contacted bard on 07/07 and spoke with (B)(4) in customer service, she referred me to the oc dept. No answer so I left a message and contact info. It has been two weeks since I left the message and have yet to hear from them. I assure they will not be contacting me so I'm informing you of this since there may be other defective ones.